Event description:
It was reported that the patient had an infection due to patient comorbidities. The patient underwent an ipg replacement procedure. The explanted ipg was discarded by the medical facility and will not be returned.